Manufacturer narrative:
We have received and evaluated the complaint device. The housing and the power cable were found to be acceptable. When the mdu was connected to the control unit and the run button or the window lock button was pressed, the drive shaft rotated slowly and hesitantly while the status light on the scu flashed yellow indicating that the motor could have been stalled. Upon disassembly of the housing, no fluid or moisture was observed in the core tube or the o-rings. The uv glue on the reed switch was found to be in a good condition. We observed a slight corrosion on the heat sink and on the top of the motor that connects to the housing. When motor was removed and tested as a stand alone, it still did not function properly. The root cause was determined to be motor failure. We could not conclusively determine what caused the motor to fail. The device was used by the hospital for 3 months prior to this failure. We currently have a corrective action opened to address this issue. There was no injury to the patient as the result of this issue. Procedure was completely successfully using stab phlebectomy.

Event description:
During pre-use check, the blades of the handpiece did not rotate. As a result, the procedure was completed using stab phlebectomy.